Manufacturer narrative:
A2 - age at time of event: 72 years old at the time of consent. E1: initial reporter facility name: (B)(6). Detailed product information was not provided to bsc. We could not obtain the information, as this was reported as clinical. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that bypass occlusion occurred, requiring hospitalization and additional device. On (B)(6) 2024, the subject was enrolled in a clinical study using a 4.0 mm x 60 mm, 135 cm ranger study device. The balloon was inflated once to a maximum inflation pressure of 8 atmospheres for 180 seconds. However, on (B)(6) 2025, bypass occlusion was noted, and percutaneous revascularization was performed. On (B)(6) 2025, the issue was considered resolved.